Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs#s 1225714-2014-05452 and 1225714-2014-05453.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after the user of the product.